Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.00/+2.5/078 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. A possible cause of the event may have been due to patient related factor (crystal lens rise clr).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).